Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 154 mg/dl. No significant events leading to the alarm were observed. The customer stated that he pressed the esc and act buttons, and the insulin pump prompted him to remove the reservoir before alarming another alarm, which indicated that the motor position encoder had experienced an error. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarms. Unable to confirm e70 alarm due to over written history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.